Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the voluntary medwatch number that was submitted to the FDA . On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Which tissue layers dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the stratafix suture break, pull out of the tissue, or did the barbs not engage in the tissue? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Did the patient develop an infection? If yes, onset date/time. Please describe any medical intervention required for the potentially deeper infection. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a right robot assisted total hip arthroplasty on an unknown date in 2024 and barbed suture was used. Then, that procedure was followed by a right hip incisional revision irrigation/debridement on an unknown date in 2024. Patient had an additional right hip irrigation debridement of a superficial wound infection on an unknown date in 2024. The deep dermal layer and superficial subcutaneous layer developed a hypersensitivity response to the sutures causing wound dehiscence and potential deeper infection. On an unknown date in 2024 wound culture positive for light growth of staphylococcus aures; unknown date in 2024 fluid culture positive staphylococcus epidermis. On an unknown date in 2024 wound culture with gram stain positive for heavy growth of staphylococcus aureus. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - this medwatch report is a duplicate of 2210968-2024-13284. Therefore, this medwatch report is being voided. All information regarding this event will be captured in 2210968-2024-13284.